Manufacturer narrative:
B5: added additional information d6b: corrected the explant date.

Event description:
The customer reported that the device exhibited optical signal issues.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Event description:
The complainant reported that an impella 5.5 pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. Motor current remained pulsatile, and flow rates were appropriate for the set p-level. Support continued uninterrupted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Pump was not returned. Data log reviewed showed placement signal alarms at the beginning of the case. The cause of the optical signal issue was not determined since product was not returned, real time logs were not returned for the date the complaint occurred, and insufficient clinical details.